Manufacturer narrative:
H6: corrected type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10: concomitant devices: 4176971 201-78-15 - holding pin mini sharp point 4 pk 4228638 201-78-81 - 3"" trocar, mod. Hex 2pk 4228660 201-78-81 - 3"" trocar, mod. Hex 2pk (B)(6) 203-96-40 - (11-3973) stryker sys 6 90x25x1.27 59033 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 4287984 02-010-01-0340 - logic femoral ps cem right sz 4 4060254 02-012-42-4008 - logic pts, size 4, 8mm 4330010 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 4300916 200-02-38 - three peg patella 38mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 95 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.